Event description:
It was reported that lead noise was observed. Upon explant, the lead broke. The lead was capped and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the products actual performance and this report only represents an enhancement to the reporting criteria going forward.